Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case showed accurate navigation but poor image quality on an axial slice of the scan. Ultimately, the user was unable to resolve the scan quality issues within this case and the procedure was aborted. There were no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
During navigation, while moving to trajectory for our l5 r and s1 r screws the axial slice was unrecognizable (could not make out any pedicle, vertebral body, s.p). We check our left sided screws trajectory, and everything looked perfect. I went back to the planning page to check our right sided screws axial images and again, everything looked perfect. Though, while bringing instruments in the ee all instrument tracked correctly down planned screw trajectory even though it did not visibly look like a correct axial slice (anatomy unrecognizable). After a few software resets and a hard shut down, and switching ees I informed dr. Gentry it was just the slice of the scan we were in, and I believed everything was safe. When adding layers to our axial cut the image was improving (could make out distinct anatomy) but doc still did not trust it. Adjusting the plan had little to no effect as well. He would not make an incision to check trajectory of instruments under flouro and bailed on the robot.